Event description:
It was reported that during a patent ductus arteriosis procedure the clip was not formed properly. Consequently, it caused an injury to the artery resulting in bleeding. The case was converted to an open procedure to control the bleeding. The procedure was completed with no further consequence to the patient.